Event description:
The foreign distributor ((B)(4)) reported and issue their customer encountered with the mps delivery set during use. The report stated that following the surgical procedure the medical staff removed the delivery set from the console and found blood on the pressure sensor (of the console). The procedure was completed with no problem, but the customer suspects a leak from pressure sensor area of the delivery set. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint sample was attached to an air source and immersed in water and a leak was observed. A review of the device history record did not show any anomalies. The source of the leak is unknown.